Event description:
It was reported that patient presented in clinic experiencing chest discomfort. Upon interrogation, right ventricular (rv) lead diaphragmatic stimulation was noted. The lead was explanted and replaced. Patient condition was stable.